Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation the original complaint was unable to be duplicated. The keypad was fully intact. All the keys were responding appropriately to user presses. The keypad cover was removed and there was no contamination found under the key contacts. No button contact defects were observed. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be fully closed and there was no damage to the keypad flex. Unrelated to the original complaint, the battery compartment was observed to be cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.